Event description:
The device will be returned for investigation. It is unknown if reinforcement material was used. It is confirmed that the device partially fired. The staple line was not oversewn or tissue was resected and restapled to preclude permanent impairment to a body function or permanent damage to a body structure. It is not known if when the new reload was applied,the original staple line cut out completely or if the device placed where the original staple line stopped. The jaws of the device did not lock on tissue.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the reload was loaded onto the handle but the device seemed to lock when making one squeeze to fire on thin interlobar. The device also stopped firing staples. The handle was squeezed really hard but the device did not continue firing. The jaw was released from the tissue normally. One of the staples was formed b on the tissue, and a few others were poorly formed, sticking to the tissue. New reloads were used with the handle to continue. Additional unanticipated tissue resection was necessary. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one reload, both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the handle noted no abnormalities. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the handle was loaded with a pmv representative reload. The handle and reload were applied to test media. All staples were placed and test media was cleanly transected. During functional testing, the reload was loaded into the subject handle. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the pre-fired reload. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.